Event description:
Customer reported via phone call that they were experienced hyperglycemia along with hospitalization. The blood glucose value during time of event was 700 mg/dl. Customer reported sensor was not working properly and customer thought pump was also not working. Assisted customer with linking app to the pump. Assisted with pump programming. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. Troubleshooting was performed, customer reported pump was under delivering due to the difference in glucose reading. The sensor was giving 333 sg reading and the meter from the hospital says it was around 700 bg. Customer reported insulin delivery was not suspended. Assisted with programmed settings on accuracy for basal, high sg, and low sg settings. And the issue was not resolved. The customer will discontinue use of the device. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Customer returned pump for an alleged blank display, possible under delivery, sensor glucose/blood glucose (sg/bg) anomaly, visit to emergency room and was hospitalized for high bgs and dka found on (B)(6) 2022. The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. The pump was monitored for several days and no blank display noted. The pump properly paired with test accu-chek guide link bg meter. The pump communicated properly and recorded the 143 mg/dl test value properly from test accu-chek guide link bg meter. No pump/bg meter communication anomaly noted. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. No sensor glucose/blood glucose (sg/bg) anomaly noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2022, there was no unexpected alarms/suspends and found dailytotalofbolusinsulindelivered: (26.7 u). (B)(6) 2022 00:28:14.000 normalbolusdelivered (220). Normalbolusamountprogrammed: 82000 (8.2 u). Bolusamountdelivered: 82000 (8.2 u). (B)(6) 2022 01:24:15.000 normalbolusdelivered (220). Normalbolusamountprogrammed: 1750 (0.175 u). Bolusamountdelivered: 0 (0 u). (B)(6) 2022 02:25:26.000 normalbolusdelivered (220). Normalbolusamountprogrammed: 20000 (2 u). Bolusamountdelivered: 20000 (2 u). (B)(6) 2022 10:49:53.000 normalbolusdelivered (220). Normalbolusamountprogrammed: 60000 (6 u). Bolusamountdelivered: 60000 (6 u). (B)(6) 2022 12:23:54.000 normalbolusdelivered (220). Normalbolusamountprogrammed: 49000 (4.9 u). Bolusamountdelivered: 49000 (4.9 u). (B)(6) 2022 12:59:37.000 normalbolusdelivered (220). Normalbolusamountprogrammed: 56000 (5.6 u). Bolusamountdelivered: 56000 (5.6 u). On (B)(6) 2022 01:24:15.000, the normalbolusamountprogrammed was (0.175 u), the bolus was cancelled by the user and the bolusamountdelivered was (0 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: 10/02/2022 07:41:37.000 10/14/2022 07:44:30.000 low battery alert was recorded and found in the formatted history file on: 10/01/2022 21:31:00.000 10/14/2022 06:12:00.000 and replace battery now alarm was recorded and found in the formatted history file on: 10/02/2022 07:33:00.000 10/02/2022 07:43:00.000 earliest power data available per the power management tool/detail trace file is on 30-oct-2022 at 8:36:58 am. There was no power data available for the date of 01-oct-2022, 02-oct-2022 and 14-oct-2022. Unable to check power data for low battery alert and replace battery now alarm. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Force sensor zero offset within specification (23.2mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Blank display was not confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. Sensor glucose/blood glucose (sg/bg) anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.